Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl; cause was unknown. Customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
B3, b5. B3, b5.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.